Event description:
Delay in the case about >30 min - 1 hour in a bipolar procedure. Patients femoral head measured 59mm, largest available bipolar head is 55mm. Surgeon notes potential instability with 55mm shell, however larger sizes are unavailable due to removal of 57 and 59 mm bipolars from all tandem sets.